Manufacturer narrative:
(B)(4)

Event description:
It was reported that the pulse generator exhibited backup vvi operation. It was noted that the device had been at eri for a year. The device was explanted and replaced. The patient was stable post procedure.